Manufacturer narrative:
(B)(4). The device was manufactured january 30, 2015 ¿ january 31, 2015. The device was received for evaluation. Visual inspection did not identify any defects with the device. A flow rate test was performed and the rates were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This occurred during infusion of unspecified antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.